Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure, the left ventricular (lv) lead had normal impedance function. Then, following an atrioventricular node ablation, the lv lead had high impedance and no capture. The lead was confirmed to be in the same position and remains in use. No patient complications have been reported as a result of this event.